Event description:
Emergency personnel were treating an unresponsive and bradycardic pt. External pacing was started and reportedly after pacing for a few moments the pacer turned itself off. It was reported that although the pacer was functioning, it allegedly stopped several times during the course of treatment. A back up pacer was called for, however the pt was transported to the hosp before it arrived. There were no adverse effects to the pt reported as a result of the alleged.